Event description:
The customer stated that she was treated for low blood glucose with IV glucose at the emergency room. The customer stated that she adjusted her diet based on a visual strip reading obtained with the suspect device (130-250mg/dl glucose) and ate too little. The customer's monitor was not in use at the time of the incident, presumably because of cle error, indicating it needed cleaning.